Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was being inserted on the guide wire; however. The guide wire was tacky and while trying to slide the stent delivery system back to rewipe the guide wire, the guide wire evidently slid across the stent causing it to detach from the balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.